Manufacturer narrative:
(B)(4). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Investigation: samples received: 1 open racepack. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in stock that have been requested for analysis. We have received one open and used sample from the customer with the needles detached from the thread. Furthermore, the thread is broken. We have also received 36 closed samples from stock for analysis. We have tested the needle attachment strength of the closed samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.54 kgf in average and 0.51 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have also tested the knot pull tensile strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.74 kgf in average and 0.71 kgf in minimum (ep requirements: 0.31 kgf in average and 0.10 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
The reporter indicated that the thread breaks very easy. This occurred at the femoral anastomosis using a dacron patch, creating uncertainty in the suture. No patient information is available.